Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.75 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, upon inflation, it was suspected that the balloon might have ruptured as it did not hold any pressure and immediate bleed back was noted. The device was removed from the patient's body and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.